Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(4) 2012 because the meter allegedly displays error 1 message. The issue was not resolved with troubleshooting.